Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The insulin pump passed displacement test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue. Multiple pump error alarms were present in the pump history file due to connector resistance issue. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 124 mg/dl. The insulin pump will be returned for analysis.